Event description:
Customer reported to beckman coulter, inc (bec) that the coulter hmx analyzer with autoloader rinse block dripped. Customer reported that less than 2 ml of liquid came out of the probe and contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) confirmed the leak was from the assay probe. The fse found the issue was caused by a break in the tubing passing through pinch valve 21. After the repair, the instrument gave multiple "no backwash performed" errors. Upon inspection, the fse found the blood sampling valve (bsv) probe was also bent. The fse replaced the bsv and the pump module.

Manufacturer narrative:
(B)(4).